Event description:
As reported, during laparoscopy bilateral inguinal herniorrhaphy procedure, when the surgeon tried to fix the mesh with the sorbafix enhanced device (device #1), the fasteners were loose, proceed to place others but failed again. Another sorbafix enhanced device (device #2) was used and after 4 shots same problem occurred. So, the third device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. The subject device was not returned for evaluation. There are multiple potential causes which can cause the reported failure mode to occur. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july 2023. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note, the date of event (23-may-2024) is considered to be a best estimate. This MDR represents the sorbafix enhanced device (device #1). An additional MDR was submitted to represent the sorbafix enhanced device (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.